Event description:
Small hole in posterior capsule occurred while viscoelastic material being removed after insertion of posterior chamber lens. Surgeon states there is a small "burr" in openinng of I/a tip that caused tear of capsule. Manual partial anterior vitrectomy was performed by surgeon. I/a handpiece in question removed from service, to be repaired.